Event description:
The customer reported a failure to boot up.

Manufacturer narrative:
(B)(4). Please note that on (B)(4) 2012, we submitted the 30 day MDR (B)(4) for this reported problem. Inadvertently that 30 day MDR was submitted under an incorrect registration number. To correct this problem, we have cancelled that MDR, and have created this new MDR (1218950-2013-00707). Below are the investigation details, which we already submitted to the FDA on 07/24/2012. The customer reported a failure to boot up. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was resolved by replacement of the therapy switch. After passing al performance assurance tests the device was returned to use. This is a malfunction of the therapy switch that caused a failure to power up.